Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with a pacemaker experienced chest pain. Moreover, the patient also had a pericardial window for effusion. During surgery, bleeding was observed and physician did not know the cause. The device remains in service. No additional adverse patient effects were reported.